Manufacturer narrative:
This report is filed on february 26, 2018.

Event description:
Per the clinic, the patient experienced migration of the electrode array into the external auditory canal, however the decision was made to explant the device; subsequently, the device was explanted on (B)(6) 2017.